Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the family/ friend regarding a patient with an implantable neurostimulator (ins) for lumbar radiculopathy. It was reported that patient was experiencing pain in her back and does not feel the stimulator is working. Patient stated she has tried increasing stimulation and can feel it in her legs not in her back like she wants it. Patient programmer shows stim on. Patient has the ability to change amplitude, groups and programs. Reviewed the options to change programming. It did not resolve the reported issue. Patient was currently on p1 at 5.65v but has not access to any other groups or programs. Patient indicated this was a gradual change in therapy/ symptoms. Redirected patient to health care professional (hcp). No further patient symptoms or complications were reported in this event.